Manufacturer narrative:
According to the complainant the device will not be returned for investigation. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. The case has been reviewed, including the initial call recording. The customer reported the product isn't working well for him because the pods keep falling off while he's sleeping, resulting in increased blood glucose levels. The customer reported having a kidney transplant recently due to kidney damage that occurred from high blood sugars, and he's concerned the current pod issues are impacting his transplant. The customer did not require any medical intervention or treatment. The pods were replaced and the customer was offered additional education from clinical product support which he declined. Additional therapy management and education from dash user guide page 174-175: check your blood glucose frequently. When you routinely check your blood glucose level, you can identify and treat high or low blood glucose before it becomes a problem. Warning: always keep an emergency kit with you to quickly respond to any diabetes emergency or in the case that your omnipod dash system stops working. Always carry supplies to perform a pod change should you need to replace your pod at any time. Prepare an emergency kit to keep with you at all times. The kit should include: ¿ several new, sealed pods.

Event description:
It was reported that the pod fell off the infusion site (arm), whilst the patient was sleeping, causing the cannula to dislodge. The patient's blood glucose level (bg) rose to 20 mmol/l (360 mg/dl). The patient alleges that the pod's falling off, is causing his kidneys to fail.